Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photos. Visual examination of the returned provided pictures identified the stem is fractured as reported. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with fracture femoral neck. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: cat# 650-1057 delta ceramic option head dia3 6 lot# 3043533; cat# 650-1066 option taper sleeve ti 0mm typ e 1 lot# 3031079. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right hip procedure at an unknown date. Subsequently, patient was revised due to a breakage of the neck on the femoral component. Attempts have been made and no further information has been provided.